Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device won't complete the boot up process. When they attempt to power the device on, the display blinks and then the device shuts off. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device won't complete the boot up process. When they attempt to power the device on, the display blinks and then the device shuts off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power supply assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and observed that the dock line on pcb-mounted jack connector, designator j41_6 was reading too low which indicates excessive leakage and could potentially cause the reported issue. Root cause for the excessive leakage was determined to be due to process residue under filter, designator fl10.